Event description:
The lab manager reported that an xe-5000 (serial number (B)(4)) automated hematology analyzer generated an incorrect low hemoglobin (hgb) result of 7.7 g/dl for a critical patient who had suffered a gunshot wound. The patient had previous levels of between 11.5 to 15.4, but was prone to spontaneous bleeds. The sample ID (B)(6) was run for a complete blood count (cbc) and nrbc in the automated mode and was judged as "positive" with a count error and the "anemia" interpretive messages based on user-defined settings of hgb <8 g/dl for "anemia." The analyzer was used with the sysmex work area management wam) middleware, v. 4.01, and the operator alerts stated the following: "plt delta failure. Check tube and smear for clots" and "hgb delta failure. Check tube and smear for clots if initial sample." The results were released to the physician, who ordered a transfusion and an angiogram. A cbc analyzed the following day after transfusion showed the hgb=11.2 g/dl. This was approximately a four-gram difference from the previous day. The number of units transfused was not provided, but typically one unit raises the hgb by one gram. Previous results from this patient: (B)(6) 2012 23:17: wbc=8.2, rbc=3.77, hgb= 11.5, hct=34.6, mcv=91.8, mch=30.5, mchc=33.2, plt=114; (B)(6) 2012 00:29 wbc=7.2, rbc=4.95, hgb= 15.4, hct=45.6, mcv=92.1, mch=31.1, mchc=33.8, plt=196; (B)(6) 2012 21:00 wbc=6.5, rbc=4.90, hgb =15.0, hct=45.1, mcv=94.0, mch=31.3, mchc=33.3, plt=215; (B)(6) 2012 17:39 hgb= 13.1, hct=38.3, mcv=92.1, mchc=34.2, plt=158; (B)(6) 2012 16:55 wbc=7.5, rbc=4.81, hgb= 15.1, hct=45.2, mcv=94.0, mch=31.3, mchc=33.4, plt=207.

Manufacturer narrative:
Field service was dispatched to examine the analyzer. Data from the incident and quality control data was reviewed by sysmex technical support managers to verify proper function of the analyzer. No product deficiency was identified. The specimen in question was not repeated, nor a blood smear reviewed by the user to verify the results. The error log was provided; no functional error was triggered on the sample (short sample, aspiration errors, etc.) Analyzer data from quality control and peer group insight quality control reports showed the instrument was performing within specifications and historical data did not reveal an analyzer issue. Potential sample-specific abnormalities such as micro-clots, fibrin or bubbles in the sample in question, could not be ruled out. Because all parameters were different upon repeat testing, a potential cause was incomplete sample mixing that affected the entire sample, not just the hemoglobin. The sample was received in the laboratory at 10:01, it was not analyzed until 11:42. Storage conditions were not noted. The sample may have settled and was not completely resuspended before aspiration. It is not known why the operator released results without repeat testing and smear examination.